Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was unable to be returned to edwards lifesciences for evaluation as it was contaminated with an infectious substance. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the device was provided for evaluation. Review of the device imagery revealed the sheath shaft had been cut on the back table. A sheath liner circumferential delamination was observed at the distal tip along with liner bunching. Additionally, the sheath distal tip appeared to be split. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The events for sheath liner delamination and sheath distal tip split were confirmed through evaluation of the provided imagery. Presence of a manufacturing non-conformance was unable to be determined. However, a DHR, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. Per the event description, "once the esheath+ was withdrawn, it appeared to be split distally. The split was approximately 5 cm in length. A decision was made to cut the sheath opposite of the expandable "seam" due to observation of the distal radiopaque marking being inside the sheath. It appeared the expandable portion of the sheath was pulled into the esheath+ and "bunched up" inside." Imagery was provided revealing there was liner delamination and a distal tip split. Additionally, it was reported that "a decision was then made by the operator to withdraw the wire, catheter and sheath and that is when the sheath was observed with a distal split and the inner expandable membrane was observed to be bunched up inside the sheath. It is believed that the sheath may have been caught on the delivery system during removal of the commander delivery system" and "the balloon still had contrast". Withdrawal of a delivery system with residual fluid in the balloon can lead to an altered profile that can catch onto the sheath distal tip. This can lead to the liner to delaminate and the tip to split. In this case, a definitive root cause was unable to be determined; however, available information suggests that procedural factors (residual fluid and altered balloon profile) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, upon withdrawal of the commander delivery system, a short wire and al1 catheter were unable to cross the esheath+ prior to sheath removal for vessel closure. It was noted that there were no issues withdrawing the delivery system. After several attempts, wire access was able to be maintained with a long wire and the esheath+ was withdrawn. Once the esheath+ was withdrawn, it appeared to be split distally. The split was approximately 5 cm in length. A decision was made to cut the sheath opposite of the expandable "seam" due to observation of the distal radiopaque marking being inside the sheath. It appeared the expandable portion of the sheath was pulled into the esheath+ and "bunched up" inside. Imagery was provided revealing there was liner delamination. The radiopaque marker was not detached from the expandable membrane and there was no presumed embolization event. There was good vessel closure and the valve deployment was also noted to be good. There was no patient adverse event and the patient was stable.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned due to being contaminated.